Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown; date implanted - unknown; PMA/510(k) number - unknown/ manufacture date - unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to infection and inflammation. Radical debridement was performed and all components were removed.